Manufacturer narrative:
Concomitant medical device: bd 30cc enteral syringe. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nicu experienced an IV pump channel alarming air in line frequently during night shift with no visible air bubbles seen. As the pump channel continued to alarm air in line at start of day shift, it was noted that the lipids were leaking from vent in tubing. The rn stopped the infusion stopped, clamped the line closest to patient and replaced the syringe tubing being used for the lipids. The pump channel continued to alarm air in line and was then taken out of service and replaced and the infusion continued without further issues. The customer further stated that the clinical engineering department examined and tested the pump channel and found that the device worked without problems. There was no report of patient harm.

Manufacturer narrative:
Additional information: previously submitted supplemental MDR unintentionally skipped follow up 2. This supplemental is intended to fill that gap. The following fields were updated: g. Report source: user facility, h.6 imdrf coding - a0504, e2304, f26.

Event description:
The customer reported that the nicu experienced an IV pump channel alarming air in line frequently during night shift with no visible air bubbles seen. As the pump channel continued to alarm air in line at start of day shift, it was noted that the lipids were leaking from vent in tubing. The rn stopped the infusion, clamped the line closest to patient and replaced the syringe tubing being used for the lipids. The pump channel continued to alarm air in line and was then taken out of service and replaced and the infusion continued without further issues. The customer further stated that the clinical engineering department examined and tested the pump channel and found that the device worked without problems. There was no patient harm.

Manufacturer narrative:
Additional information: a.2; a.3; b.7. Correction: d.1; d.2; d.3; d.4; d.11. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nicu experienced an IV pump channel alarming air in line frequently during night shift with no visible air bubbles seen. As the pump channel continued to alarm air in line at start of day shift, it was noted that the lipids were leaking from vent in tubing. The rn stopped the infusion stopped, clamped the line closest to patient and replaced the syringe tubing being used for the lipids. The pump channel continued to alarm air in line and was then taken out of service and replaced and the infusion continued without further issues. The customer further stated that the clinical engineering department examined and tested the pump channel and found that the device worked without problems. There was no patient harm.

Manufacturer narrative:
The customer¿s report that lipids were leaking from the vent in the tubing was not confirmed. Visual inspection showed that the air vent cap of the syringe adapter was open and the air vent appeared to be wetted out; no other anomalies were noted. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer reported that the nicu experienced an IV pump channel alarming air in line frequently during night shift with no visible air bubbles seen. As the pump channel continued to alarm air in line at start of day shift, it was noted that the lipids were leaking from vent in tubing. The rn stopped the infusion, clamped the line closest to patient and replaced the syringe tubing being used for the lipids. The pump channel continued to alarm air in line and was then taken out of service and replaced and the infusion continued without further issues. The customer further stated that the clinical engineering department examined and tested the pump channel and found that the device worked without problems. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: bd 30ml syringe.